Event description:
It was reported the lead was capped due to being flexed near the header.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 18.8cm was returned for analysis. The portion of the lead that was returned was normal. Without the return of the entire lead, a complete analysis could not be performed.